Event description:
It was reported that one year one month and eight days post a dialysis catheter placement, there was allegedly a deformation of the silicone tubes above the bifurcation of the catheter. It was further reported that the catheter allegedly collapsed. Reportedly, the catheter had to be replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Five electronic photos were provided for review. The photo shows one glidepath dialysis catheter implanted in a patient body. Both the arterial and the venous lumen was noted to be compressed and deformed near the clamping site. Therefore, the investigation is confirmed for the reported collapse issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2024), g3, h6 (method) h11: b5, h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that one year, one month and eight days post a dialysis catheter placement, there was allegedly deformation of the silicone tubes above the bifurcation of the catheter. It was further reported that the arterial and the venous link were allegedly collapsed, which caused increase of artery pressure in the system and alarms. Reportedly, the catheter had to be replaced. There was no reported patient injury.